Event description:
It was reported six days following a coronary drug eluting stenting treatment procedure the patient experienced a subacute thrombosis.in may 2005 the patient presented with ventricular fibrillator, post myocardial infarction. For the treatment, a taxus 2.75 x 16 mm drug eluting stent was placed in the left anterior descending (lad) artery. There had been no pre-dilatation. The stent was post dilated with a 27.5 x 8 mm maverick balloon. Angiomax had been given, no inhibitors. The procedure was considered successful. The patient returned six days later with symptoms of a subacute thrombosis including chest pain. It was determined the patient had experienced an anterior myocardial infraction. The stent was found to be occluded. Another taxus stent, size 3.0 x 8 mm, was then deployed. A 3.25 x 15 mm balloon was placed at the proximal end of the stent for post dilatated. Ivus had been used placed at the proximal end of the stent for post dilatation. Ivus had been used for this reintervention. This second stent was placed successfully with no patient complications. The two physicians involved do not believed the subacute thrombosis was directly related to the taxus stent.